Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual inspection determined that the dispenser coil, rhv, introducer sheath and pusher wire were returned. The pusher wire was returned inside the introducer sheath and was visibly stretched. A significant amount of blood was present inside the introducer sheath. The pusher wire was removed from the introducer sheath and was inspected and found to be severely stretched towards the distal end. The core wire was broken at the distal solder joint and towards the mid solder joint. Dried blood was also visible on the pusher wire. The introducer sheath was inspected and no anomaly was noted. Microscopic inspection determined that the interlocking arm of the pusherwire ss coil was inspected and the arm was bent. As the pusher wire was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as insufficient flush was maintained during the procedure. The event description states continuous flush was maintained throughout the procedure. However, product analysis found dried blood on the pusher wire and a significant amount of blood was present in the introducer sheath which indicates a lack of continuous flush was maintained during the procedure. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the device. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil from the introducer sheath into the catheter. The dfu instructs the user to "begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in difficulties advancing the coil from the introducer sheath into the catheter." (B)(4).

Event description:
Reportable based on analysis completed on 21may2012. It was reported that during a coil embolization treatment procedure, the coil was unable to be advanced out of the introducer sheath into the microcatheter. Lesion details are unknown. This 4mm x 15cm f-idc 2d coil was inserted into an unknown micro catheter. The coil was unable to advance from the introducer sheath. Continous flush was maintained during procedure. The procedure was continued with another of the same f-idc coil. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the core wire was broken.